Manufacturer narrative:
Product event summary #does not meet reporting criteria. Hence not reportable in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh by the tacker on a laparoscopic umbilical hernia repair, the shaft of the device got broken from the middle and the doctor was not able to fire the tacker. The doctor used another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was broken. Tacks were visible in the shaft. Functionally, the handle could not be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.